Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, an arteriotomy closure of the left common femoral artery was achieved using a starclose se device, after an angioplasty procedure. Reportedly, a day after the procedure the patient experienced pain and "blue color" under the skin, which she stated was internal bleeding. She applied pressure every day until approximately 10 p.m. The "blue color" resolved three days later on saturday (B)(6) 2020. On (B)(6) 2020 she had an appointment with the physician, who did an ultra sound and found the bleeding had stopped. A small hematoma remained, which required no treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.